Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, even though pump was within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; insulin delivery successfully resumed, alarm did not recur, pump returned to normal operation, and support provided guidance to help prevent future altitude alarms.